Manufacturer narrative:
(B)(4). Batch # n53a0c. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the firing knob was stuck, did the device lock out and would not fire? No or, did the device fire, but then jammed (staple and cut lines stopped at approximately the same place)? Yes. Did any pieces fall into the patient? No. Will all pieces be returned with the device? No information.

Event description:
It was reported that during an open gastrectomy, the firing knob was broken off at the second firing on the stomach when the firing knob was stuck and then moved forward forcibly. Another device was used to complete the case. There were no adverse consequences to the patient.